Event description:
Medtronic received a report that during the pipeline implantation procedure, a pipeline 450-20 was initially selected and advanced to the lesion. Upon deployment, the distal end failed to open. The device was withdrawn from the body, and the distal tip was inspected. The device was then re-advanced and redeployed; however, the distal end again failed to open. A new pipeline 450-20 was subsequently replaced and was successfully implanted. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for flow diversion therapy of a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 4 mm and a 5 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.5 mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery. The angiographic result post procedure showed a new pipeline flow diverting stent was replaced and successfully implanted. Ancillary devices include a phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed that there were no issues with the phenom microcatheter. No causes or contributing factors for the event were identified. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps or other devices attempted to open the pipeline involved re-sheathing.

Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.